Manufacturer narrative:
The company representative retrieved and cleared the fault logs, reset the system, and performed a power cycle. The error logs were forwarded to research and development for review, where it was determined that the cause was related to a faulty disclosure drive. The drive was replaced by datascope service the following week. The system was tested to factory specifications and was returned to use.

Event description:
The customer reported that while the central station was in use monitoring patients along with telepacks at the bedsides, the central station displayed a blue screen and crashed. No patient injury was reported.